Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer reinserted the syringe into the cartridge and successfully filled the cartridge. Blood glucose level was not impacted.